Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional analysis, the fse found that the problem was with j14 connector on the rear panel (poorly connected). To resolve the reported issue, the fse replaced rear panel, front panel, sd card and software. After replacement, the system was returned to use in good working order. Evaluation method code was corrected and additional narrative rephrased.

Event description:
It has been reported to philips that the system does not turn off properly and starting the system was a problem. Restarting the system is the issue. The system was not in clinical use at the time of the event. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of system log files did not confirm the reported problem. Upon functional analysis, the fse found that, problem was only present at start-up if the general power supply was not cut off before the restart, because the 12v and 24v power supplies were not cut off when the system was stopped. The problem probably came from the j14 connector on the rear panel (poorly connected). To resolve the reported issue fse replaced rear panel, front panel, sd card + soft. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.